Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned following a patient death. Upon receipt at our post market quality assurance laboratory, the device was emitting constant beep tones and the header of the device was missing. There have been no allegations reported against the device relating to the patient's death.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Following decontamination, the device had no telemetry and emitted a constant beep tone. All of the damage noted on this device during analysis testing appears to have been induced during the explant procedure. The device header was missing from the device and the purge hole plug was dislodged. Medical adhesive was present on the case in the header area. Tool marks and deep dents were evident on the device case. The case was opened and was found to be filled with clear fluid. Corrosion was noted on several areas of the hybrid circuitry. The fill tube on the case was found to be bent over which allowed the fluid into the case. A memory dump was performed in house. The device did not trigger the replacement indicator while implanted. The monitoring voltage was 2.46 volts. Based on the battery level, charge times and lead impedances both tachy and brady therapy were available while the device was implanted.